Manufacturer narrative:
In this report section b3 due date was corrected, b4 section event date was corrected. G3 was corrected for date received to mfg. H6 was corrected conclusion code kindly ignore previous correction report pr ID:(B)(4).

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, (secondary findings foam particles was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped